Event description:
It was reported the subject device stopped reading all transducers, making it inoperable. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken pins from the transducer receptacles. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was determined due to broken pins from transducer receptacles. However, the most probable cause of the complaint is cause traced to component failure. A definitive root cause could not be identified for the broken pins from the transducer receptacles should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device stopped reading all transducers, making it inoperable. There was no report of patient harm.